Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix fully extended. X-ray inspection found the inner coil over torqued at the connector region consistent with the procedural damage. The helix could be retracted and extended when the torque was applied directly to the inner coil. The full helix extension length was measured to be within specification. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated over torqued of the inner coil. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead failed to retract. The lead was not used and replaced during procedure. The patient was stable.